Manufacturer narrative:
Date of event: date unknown/ not provided. (B)(6). First/ given name: not provided. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. If there is any further relevant information, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that suction loss during laser fire occurred. No patient injuries or issues were reported. No additional information was provided.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer: yes. Date returned to manufacturer: april 16, 2021. Section h3: device evaluated by manufacturer? Yes. Device evaluation: an opened pi was received within original packaging confirming the reported lot number. A visual inspection of the returned product did not reveal any obvious defects or damage. Functional testing was performed with all results within specifications. The reported issue could not be confirmed. Manufacturing record evaluation: the manufacturing records for the unit were reviewed. The product was manufactured and released according to specification.  A search revealed that one additional complaint for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.